Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced replace battery alert. The customer reported no adverse event. The event involved product(s), mmt- mmt-1880l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880l was requested, and the customer responded the device will be return.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. No battery anomalies noted. Unit failed self test. Unit was successfully downloaded using thump. Failed batt test alarms were noted in pump download history on (B)(6) 2024 15:11:16.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Unit was cut open for visual inspection on electronic assemblies. Moisture damage noted to pcba1 of electronic assembly. Unit received with scratched case, cracked case (battery tube), stained keypad overlay, and pillowing keypad overlay. In summary, unit powered up properly after battery installation and no failedbatttest/ battery related alarms noted. Moisture damage to electronic stack confirmed during deconstructive analysis. Cosmetic damage confirmed when cracked case on battery tube was observed. Blank display not confirmed due to unit powering up after battery installation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.